Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the pressure transducer printed circuit board (pcb) and inspiratory pipe were determined defective and in need of replacement. Replacement of the pressure transducer (pcb) and inspiratory pipe solved the issue. The pressure transducers checks that the measured pressure values differ less than 10 cmh2o between inspiratory and expiratory pressure transducers. The inspiratory pipe leads the gas from the connector muff to the inspiratory outlet. Our conclusion is that the replaced pressure transducer printed circuit board was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).